Event description:
A customer contacted baxter's technical service center reported a check patient line alarm during the initial drain where the registered nurse (rn) noted air in the patient line on the home choice (hc) the technical service representative (tsr) instructed the registered nurse (rn) to close/open the transfer set, pull up on the tubing, move the patient line clamp down the line and inspect the patient line for kinks and occlusions. The rn stated that there was air in the patient line. The tsr instructed the rn to end therapy and start over with new supplies. The peritoneal dialysis nurse (pdn) contacted product surveillance (ps) on (B)(6) 2012 regarding the air in the tubing. Per the pdn, the home patient (hp) had passed away. No further information was given.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) during the initial drain stage, where the registered nurse stated that there was air in the patient line. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.